Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 12dec2017 a patient (pt) in (B)(6) sent additional information in an email in response to a separate event in the left eye while wearing an acuvue oasys brand contact lens. In the email reply from the pt, it was noted the pt reported a diagnosis of a ¿corneal lesion¿ by an eye care provider (ecp) on (B)(6) 2017 while wearing the acuvue oasys brand contact lens. The pt was prescribed vigamox ophthalmic solution, one drop every four hours. The pt reported he did not notice an improvement, so he/she went back to a different ecp who prescribed vigamox every hour, also adding ¿ph wetting solution wetting agent every two hours and topioftal f every four hours¿. The pt went back to the clinic he/she is usually seen and reports ¿in the right eye ecp observed cornea injury¿. The pt was instructed to ¿use less contact lenses and alternate with glasses. Next visit is on (B)(6) 2018 to see how it evolves¿. No additional information was obtained. The pt was contacted on 05jan2018 and 08jan2018 for additional medical information, but no additional information has been received. It is unknown if the suspect lens is available for return. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00lqlp was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.